Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 to (B)(6) 2024. The low bg causes were not known. Customer consumed carbohydrates and glucose tablets to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.